Manufacturer narrative:
The device was received for evaluation. During functional testing, flow test identified a 'low volume delivery'. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low volume delivery found during testing 200/50 ml/hr delivered 44 ml consistently. There was no patient involvement. No additional information is available.